Manufacturer narrative:
(B)(4).the sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance that they experienced a no flow on the lower y-site of the clearlink non-dehp continu-flo solution set. The nurse attempted to flush with an unknown saline syringe, and flow could not be established. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample arrived out of the pouch primed. The sample was spiked into a 1000 ml solution bag containing reverse osmosis water and re-primed. The first y site was then checked for flow by attaching a (B)(4) secondary set spiked into a 500ml solution bag also containing reverse osmosis water. It was noted that the first y site flowed normally. The second y site was then checked for flow using the same method with normal flow noted. Both clearlink valves were then visually inspected under a microscope. Both valves appeared normal. Because both y sites functioned normally, the complaint will not be confirmed baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. An assignable root cause could not be determined.